Manufacturer narrative:
The customer has not responded to calls from ge healthcare to repair and obtain additional information. Customer contact reports no patient information available.

Event description:
The hospital reported a loss of mechanical ventilation during a case. There was no report of patient injury.